Manufacturer narrative:
Representative samples were returned for evaluation. During the visual inspection of the unopened samples no defects were found on the packages. The samples were opened and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. Functional test was performed on the samples using a instron and tensile strength force were above the requirements. No actual suture or needle were returned for evaluation to determine the assignable cause of the performance breakage suture; therefore, the reported failure could not be evaluated.

Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that during an unknown procedure in 2018, suture was used. It was reported that the suture broke at 1 to 3 cm from needle when in use. Another suture was used to complete the procedure. There were no adverse patient consequences.